Event description:
A report was rec'd stating that the pump alarmed "check clutch" no pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device. When and if the device becomes available and is returned and evaluated the MFR will file a f/u reported detailing the results of the eval.